Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/22/2016 that on (B)(6) 2016, loss of connection between the transmitter and display device occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? Correction removing no: device evaluation anticipated, but not yet begun.